Event description:
Capsular tension ring used in surgery had expired 2009-05. This was discovered after the surgery had alerted and the dr. Had the eye open and had to use it. We also called around town and they all were expired.